Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) and bupivacaine via an implantable pump for non-malignant pain. The patient reported that 'since I've had it,' then stated 'since june,' they had been having issues with their equipment connecting to their pump and it had been progressively getting worse over time. Patient stated they could get 80-90% of their boluses, but they had to 'stand here for 2-3 minutes, sometimes 4,' to get the last 10%, in reference to a 2-4 minute telemetry delay when getting io 80 and/or 90%. Patient stated 'it's monotonous.' Patient mentioned described the telemetry delay as the equipment was 'only reading the outside edges of the pump, not the middle of the pump, or the echo of it.' Patient mentioned they had to move the communicator all around the pump and they cannot get a reading in the middle of the pump. Patient stated last night, they went to give themselves a bolus, and when they got to the bolus screen this morning, 'the bolus was still there,' and 'if it did go in, it didn't register,' in reference to seeing '1 bolus left' when their total boluses for the day should have reset. Patient also referenced their boluses would reset before midnight during daylight savings in the fall and mentioned sometimes they have to connect to the pump and then connect again to request a bolus and inquired if this was normal. Agent reviewed device description/function and reviewed general use and patient understood. While on the call, agent assisted the patient in clearing the data. Prior to clearing the data, patient's data was 5.29 mb. Agent then assisted patient in opening myptm app but agent had patient resync to the pump due to patient already being connected to the pump. Prior to resync, patient had 1 bolus left, and after the resync, their 3 boluses displayed as expected. Patient then requested a bolus well without issue and stated the connection was very fast.